Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 10 days post implant of this 34mm mitral annuloplasty band, the patient presented to the emergency department (ed) with shortness of breath and dizziness. An electrocardiogram (echo) indicated a small posterolateral pericardial effusion. It was also reported that the patient had atrial fibrillation (a.fib). On the same day, imagining indicated a subsegmental pulmonary embolism (pe) in the left upper lobe, trace right pneumothorax and small pneumomediastinum, small bilateral pleural effusions, and small pericardial effusion. Subsequently one day later, a second echo was performed and indicated small pericardial effusion. The patient was administered anticoagulant and given antiarrhythmic medication by drip. The patient is recovered/resolved.